Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, no visual defects were noted. Inserts from representative lots were test-fitted on the jaws, and engineering found that the jaws lined up properly with no noted scissoring. The root cause of the misaligned jaws was unable to be determined as engineering was unable to replicate the incident. All clamps are 100% inspected and tested with inserts at multiple steps during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed - "the clamp does not close the vessel sufficiently. The clamp closure is not parallel."

Manufacturer narrative:
Correction - this is a reusable device.

Manufacturer narrative:
Submitted corrected UDI: (B)(4).